Manufacturer narrative:
The company representative confirmed and replicated the reported event. The host was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to nonconforming host module. Company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a fan spun at a high speed following which the system froze before a procedure. The standby switch was still orange and the touch panel was unresponsive. The issue was resolved by rebooting after force quitting by pressing and holding the standby switch. There was no patient involvement.